Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 21-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving gablofen (2000 mcg/ml at 750 mcg/day) via an implanted pump. It was reported the pump segment of the catheter was found ot be disconnected in the back at the collet. The sideport was negative for flow. There were no environmental/external/patient factors that may have led or contributed to the issue. The catheter was fully replaced today along with the pump and the issue resolved.